Event description:
It was reported that during implant, the right ventricular (rv) lead was unable to be placed. The rv lead was removed and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. (B)(4).